Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture and loss of sensing at multiple sites. The lead was not used and a new lead was successfully implanted. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.